Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a cataract surgery an ophthalmic phacoemulsification handpiece felt hotter in the hand. Procedure was completed after replacing the handpiece with another one. There was no harm to the patient reported. Additional information has been requested. Additional information has been received clarifying that the ophthalmic phacoemulsification handpiece could not dissolve and aspirate cataract very well and the low aspiration was observed in the phacoemulsification mode.

Manufacturer narrative:
The phaco handpiece was not returned for evaluation. A phaco handpiece manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. The root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).